Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unable to perform displacement test or occlusion test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test and force sensor test. No power loss alarms or unexpected insert battery now alert noted. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. Unit received missing reservoir tube o-ring, minor scratches on case, keypad overlay texture damage, cracked select button keypad overlay, faded serial number label and minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed power error detected and power loss alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was guided with steps to resolve the issue and was advised to call back if the issue recurs. The customer was using a 620g or 640g pump with software version 2.6. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.